Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR# 3002808148 - 2024 - 02132.

Event description:
It was reported upon device inspection on february 29th, that the printed circuit board was damaged on the video system center. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image of the 180 series scope is not displayed was due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.